Event description:
It was reported that the tip of driver broke off in screw. Remains in patient. Surgery completed successfully. Open reduction internal fixation. No further patient or event information was provided, at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record review could not be performed. Based on the information provided, the most likely cause(s) of this type of event is flexing the joint during insertion of the implant with the driver engaged or prying/leveraging the driver while the implant is still loaded. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.